Event description:
A ventilator was returned to the MFR for svc. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the MFR's svc center, an issue related to the active exhalation control module was observed. The device's active exhalation control module was replaced to address the issue. The device had evidence of physical damage consistent with the device being dropped.